Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. The customer reported that insulin pump had insulin flow blocked alarm. The customer was offered a high blood glucose troubleshooting, calibration not accept troubleshooting and insulin flow block troubleshooting, she had declined all stating it was useless and she would just like a sensor replacement. The insulin pump will not be returned for analysis.